Event description:
It was reported that the patient presented for a dual chamber leadless pacemaker (lp) implant procedure. During the procedure, when the physician attempted to release the atrial lp, the lp dislodged to the right ventricle. The device was retrieved and replaced. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. The device was above elective replacement indicator (eri) upon receipt. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.